Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the 1st implant was deployed from the truespan peek. Before the 2nd implant was fired, the suture on the 1st implant snapped. The complaint device was received and evaluated; visual inspection revealed that the red trigger was broken. The first plate was partially deployed, the plastic sleeve was removed to verify the presence of the second plate, the plate was found inside the applier needle. The suture was found to be in good condition as it was not broken. The needle was found to be deformed. The device was opened to verify the broken part, it was found that the upper part of the red trigger was broken. A manufacturing record evaluation was performed for the finished device 7l22779 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint could not be confirmed for the reported issue suture snapped. However, the device was found to have the trigger broken. A possible root cause for the broken trigger could be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to be deformed and therefore a mechanical obstruction of the plate at the moment when it was going to be deployed; this obstruction and the force applied to the trigger are contributive factors of the broken trigger, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b1, b2, b5, h6 (clinical and impact codes): subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the aforementioned fields have been updated accordingly tor reflect the additional information.

Event description:
It was reported by the affiliate in japan that during a meniscal repair procedure on (B)(6) 2021 , it was observed that the suture on the first implant on the truespan 24 degree peek device snapped after it was deployed and before the second implant was fired. It was further reported that after the first anchor was placed, the suture broke. It was reported that it was unclear whether the anchor with the broken suture was removed or left in the body. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and its first use when the issue occurred.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l22643), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the suture on the first implant on the truespan 24 degree peek device snapped after it was deployed and before the second implant was fired. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and its first use when the issue occurred.